Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician successfully aspirated thrombus using the ace catheter. The ace catheter was withdrawn and flushed. Saline was seen leaking out of the side of the ace catheter and it was not used again. The procedure continued successfully using a new penumbra system 5max ace reperfusion catheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the 5max ace was kinked in the proximal shaft approximately 36.0 cm from the distal tip. The strain relief was accidentally fractured by a penumbra investigator during analysis. Conclusion: the complaint has been evaluated. The complaint indicated that fluid was leaking from the distal catheter shaft during a flush. Evaluation of the returned device revealed it was kinked in the proximal shaft. This type of damage typically occurs when the catheter is manipulated at angles that exceed those listed in 5max ace product specifications, which may cause the catheter shaft to kink due to excess force and bending. When the 5max ace was flushed with the dilution of bleach, no leak was detected. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.